Manufacturer narrative:
The device evaluation was completed on 04-apr-2023. It was reported that a patient underwent a cardiac ablation procedure with a lasso® nav eco variable catheter and a catheter shaft broken issue occurred. It was reported that ¿broken mid case¿. An attempt was made to get further clarification; however, no further information is available regarding this event. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and contraction evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the mechanism of contraction was found detached from its place. Deflection testing was performed, and no deflection issues were found. The contraction test could not be performed since the contraction handle was found detached. Since the retaining ring of the contraction mechanism was found in good condition, the potential root cause of the failure could be related to excessive force during the procedure, however, this cannot be conclusively determined. This unit was inspected prior to leaving the facility as there are functional tests and inspections based on the corresponding process flow diagram (pfd). A manufacturing record evaluation was performed for the finished device 30862081l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lasso® nav eco variable catheter and a catheter shaft broken issue occurred. It was reported that ¿broken mid case¿. An attempt was made to get further clarification; however, no further information is available regarding this event. The catheter shaft broken issue is MDR reportable to the FDA.